Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer replaced the microswitch to resolve the reported issue.

Event description:
The hospital reported a malfunction that could result in an inability to switch ventilation modes as expected. There was no report of patient involvement.